Manufacturer narrative:
This supplemental report is being submitted to correct previously submitted emdr. B1 should not be marked as a product problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that when the physician weighed on the pedal to activate the argon, the electrosurgical generator did not produce an electric beam during a therapeutic colonoscopy to treat the patient's caecal angiodysplasia using an axial argon probe. When doctor weighed on the pedal to activate the argon, the beam electric did not create itself, however, he saw the colon contract. After a few tests, the electric beam was finally created, and a superficial coagulation was observed. Every time the argon pedal was used the patient reacted to the energy like an electric shock. Sometime after the procedure, the patient went back to the emergency room due to abdominal pain and was then sent back to the operating room where a 3cm necrosis was found which was not present during the initial endoscopic vision procedure. Ileo-caecal resection was done to treat the perforation.

Manufacturer narrative:
The investigation is ongoing. This report is related to the following linked patient identifier: (B)(6). A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.